Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and severely tortuous distal right coronary artery. The physician advance the 1.5x8mm apex push balloon catheter to the lesion and on the first inflation, inflated the balloon to 16 atms. On the second inflation, the physician inflated the balloon to 4 atms and then observed that the balloon had ruptured and there was blood in the balloon. The device was removed intact. There were no patient complications. The procedure was successfully completed with a non-bsc balloon catheter and the deployment of a 2.5x20mm taxus express2 drug eluting stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. However, the reported information states that the balloon was inflated to 16 atms which is above rated burst pressure for this device. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause has been determined to be user error, because the device was not used in accordance with the directions for use.